Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2017-00013. It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and received three unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and visualized a perforation at the fundus. The procedure was aborted and the physician cauterized the perforation. The patient was discharge home.